Event description:
It was reported that the patient presented in clinic for follow up. Dislodgement on a left ventricular (lv) lead was noted. The physician elected to explant and replace the lv lead. The patient condition was unknown.